Event description:
The customer reported via phone call the insulin pump had a physical damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump reservoir compartment o-ring is missing a piece. Customer also reported that the insulin pump could have been bumped that led to insulin pump damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture and slightly peeling end cap address label.